Event description:
The account stated that a false positive toxo igg result of 31.3 iu/ml was generated on a patient sample. The sample was repeated and was 0.0 iu/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.